Manufacturer narrative:
During further follow-up with the customer, additional information was obtained and clarified that the user had placed the cover on the scope incorrectly. The nurse did not ensure the cap was secured and past the lip at the end of the scope. The user facility received in-servicing to provide additional training. The subject device (tjf-q190v) was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. In addition, the maj-2315 was not returned for evaluation and the lot number was unable to be provided by the user facility. There was no device evaluation or review of the device history record (DHR) for the maj-2315. Based on the results of the investigation and the information provided by the user facility (the cover was not securely attached), the most likely cause of the distal cover separating from the scope, was due to the load experienced during use because the maj-2315 was not sufficiently attached to the scope. The instructions for use (IFU) of the maj-2315 states the following: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage (crack) after installation.¿ the IFU of the tjf-q190v states the following: ¿important information ¿ please read before use: precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus sales representative reported to olympus technical support via the phone, on behalf of the customer, that the maj-2315 (single use distal cover) came off when removing the evis exera iii duodenovideoscope (subject device) from the patient at the end of an unknown therapeutic procedure. The user was able to retrieve the cover. The procedure was completed and there was no patient harm reported. This report is related to complaint number (B)(4), which was documented for the maj-2315 and reported under MDR number 8010047-2021-09254.